Manufacturer narrative:
H3 and h6 - updated one device was received for investigation. We were unable to determine if this was the correct device as the serial number label is missing. Unable to confirm the reported complaint. The most probable cause is frequent turning of the gas fitting to release the gas hose. No action will be taken due to the missing label. Device will be returned unrepaired or scrapped on site. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the gas outlet is missing. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.